Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher and lower than expected quality control. Results were obtained using vitros tsh reagent lot 7080 on a vitros 5600 integrated system mas level 1 lot oim27031a. Results of 0.036, 0.187, 0.219, 0.191, 0.201, 0.193, 0.211 and 0.024 miu/l vs. The expected result of 0.13 miu/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower and higher than expected mas qc fluid results were from non-patient fluid and were not reported from the laboratory. There is no allegation of patient harm as a result of the event. This report is number one of three MDR¿s for this event. Three 3500a forms are being submitted for this event as three devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number: (B)(4) and reportability assessment: (B)(4).

Manufacturer narrative:
The investigation determined that higher and lower than expected quality control results were obtained using vitros tsh reagent lot 7080 on a vitros 5600 integrated system. A definitive assignable cause could not be determined. A review of historical quality control results for tsh lot 7080 indicate that the mas qc results were comparable to baseline means but lower than peer up until the day of the event. The mas qc then shifted high and was now comparable to peer but higher than baseline means. The high tsh lot 7080 mas qc results were obtained using the same calibration that produced previously acceptable results, therefore a calibration related issue is not a likely contributor to the event. There was no change in the mas qc fluids or any actions performed to the vitros analyzer that would explain the shift. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tsh reagent lot 7080. An instrument related performance cannot be ruled out as contributing to the events as the customer did not process a within run diagnostic precision test with total thyroid control fluids per ortho guidelines. However, acceptable quality control results were obtained using vitros free thyroid control fluids using vitros tsh lot 7110 with no actions performed on the analyzer.